Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 5 and 24 hours. The patient removed the pod and saw pus coming from the site and the skin also appeared swollen and inflamed. The patient was taken to the emergency room (ER) and diagnosed with sepsis. At the ER, the site was disinfected, gauze was applied, they were given antibiotics via drip and the patient was prescribed antibiotics. The patient did removed the pod prior to going to the ER and because of that their blood glucose level reached 20 mmol/l (360 mg/dl). Additionally, the patient did not confirm if the sepsis was due to the usage of the pod. They stated they believe it could have been due to other issues as well. The pod has been discarded.